Event description:
The customer reported that there is an intermittent problem with the left monitor flickering. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep checked systems, cleaned all contacts and tested monitor configurations. The system was tested and found to be working as intended and put back in service.